Manufacturer narrative:
Trackwise (B)(4)

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 extension cable both couplers came off and wires exposed. Harvester had to perform an open harvest because they didn't have another extension in the department. Harvester noted, "while harvesting vein, the cautery cord was contaminated, the light cord was damaged, and the camera kept losing focus when the device was turned to accommodate need. I asked the nurse in the room to please go to the cvor and get me an evh cord set from their instrument room and a evh kit (disposable hemopro 2). The nurse returned with just the evh cord set even after speaking through vocera to cvor staff about needing both. I hooked up new cords and camera and continued to try to harvest vein with first kit. The cautery device continued to not work properly. I then took the device out of the unit to clean the tips only to discover black coating on the device looked melted or gone. I then again sent someone to retrieve a second disposable kit from the stair cvor. The cvor nurse told the person they were coming to evaluate what I really needed and brought a new cautery cord but not kit...[nurse] needed to go back to cvor to get the disposable kit so I could continue. [Supervising doctor] then had me finish the vein harvest in the open method due to length of time while waiting and trying to fix device and equipment malfunctions. There are approximately 40 minutes between event 1 and 2." This was considered a non-emergent vascular surgery case which took place on a different floor than the cvor. There was no patient harm. Related to tw (B)(4)

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. One of the collars of the extension cable was observed to be separated from the cable and returned separated, exposing the inner wiring. The white flexible o-ring was observed to be loose. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; collar" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hemopro2 extension cable both couplers came off and wires exposed. Harvester had to perform an open harvest because they didn't have another extension in the department. There was no procedural delay. There was no patient harm. Related to (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 initial reported due to character restrictions amy trumpower-reder.